Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The customer stated they received an alarm form the insulin pump in addition to the keypad issues. The patient's blood glucose level was 54 mg/dl at the time of the call. The customer stated that they have to push the buttons hard to make them respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The self test could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.